Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 alarm noted in the alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms, unable to perform bolus wizard test due to motor error and unable to confirm lost bolus information settings in the bolus wizard due to motor error. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. He disconnected the reservoir, did rewind and reconnected and received another motor error. The customer also received a motor position encoder error alarm. The customer stated that after the first alarm, the screen faded and re-booted itself. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was 179 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.